Event description:
A customer reported that the system was slow and presented different biometry values than expected. An alternate system was used to perform biometry. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).